Event description:
An rn entered the patient's room to find the tacrolimus IV tubing disconnected from bd phaseal n-35 injector. Approximately 5ml of medication was found on the floor. The rn contained and cleaned the spill. The covering provider was notified. Per nursing note: "pt's tacro tubing became disconnected at the site of IV tubing and the chemo safety chemo connection. Pharmacy mixed a new bag. Purple lumen cap changed and new bag of tacro and it's tubing changed and started immediately upon its arrival "